Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The patient would continue to be monitored.

Event description:
New information noted that noise continued to be present on the lead and the patient continued to display no symptoms as a results. The lead was capped and replaced on (B)(6) 2014.